Manufacturer narrative:
Investigation summary: one event unit and one non-event unit were returned for evaluation. Upon visual inspection of the event unit, engineering observed the unit was returned in the latched position with jaws fully closed. Engineering observed that a component located at the bottom of the trigger that allows the trigger to be engaged to the handle, was bent. Engineering readjusted the shape of the component and found that the trigger was able to engage and disengage as intended. Upon inspection of the non-event unit, engineering confirmed that device met current specifications as the trigger was able to engage and disengage as intended. The root cause of the event unit's jaws staying closed is a bent component within the trigger of the handle applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic radical nephrectomy: "during the surgery when finished the sealing cycle, the hand piece jaws were blocked and didnt open again." Add info received via e-mail from (B)(6) on december 14, 2016 - the blade wasn't jammed. The regular seal cycle was performed and completed as well as cutting. Then, when trying to open the jaws, these did not open and the device stopped working completely. Patient status- patient is ok. There wasn´t any post surgery complication.